Event description:
Event description boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) complained of muscle stimulation, which could not be reprogrammed around despite a variety of trouble-shooting. It was also noted that this defibrillation lead exhibited loss of capture and a lead dislodgement was suspected. Finally, the thresholds on this coronary sinus lead have increased since implant.